Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the physician could not engage the device¿s set screw to secure the lead despite multiple attempts. The device was removed and a different device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).